Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon used both hudson adapters in the set in surgery today and they were stripping when he was trying to ream. Both adapters in the set are worn out and need to be replaced. No surgical delay and all pieces retrieved from the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.